Event description:
Fms tubing leaked blood into machine. Unit could not be used to transfuse blood. Blood wasted. Delay in providing blood to pt. Dr. (B)(6) called clinical engineering dept and will save tubing and turn into dept on monday for investigation. This is the second disposable failure seen in the past 5 weeks. Disposable developed a leak at the top surface of the warming ring -as installed in the device- at the 2 o'clock position. Disposable will be sent back to the manufacturer for analysis. The leak appeared to be at the junction of the top surface and side surface of the warming ring -at the seam-. Disposable returned to vendor for failure analysis (B)(4). Lots of this disposable we have on site include: 2010-08-03 lea, 2010-07-02 llea, 2010-01-01 lea, 2009-09-04 lea, 2009-07-01 lea. Disposable used on device fms 2000 (B)(4).